Event description:
It was reported that t-wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were to be completed at a future follow up in clinic. There were no reported patient consequences.